Event description:
This rv lead was implanted on (B)(6) 2016, and remains implanted at this lime. A call was placed to technical services on (B)(6) 2018, stating that the impedance measurement of the atrial portion spikes to greater than 2500 ohms. And was said, that it could be indicative or the lead having an issue. It was noted, that the rv portion may not be affected yet, but could potentially be affected later on. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).